Event description:
A pt was being monitored at a central station via a spacelabs telemetry transmitter. The responsible nurse had to leave the central station; and did so, believing the pt was being monitored with the alarm watch feature at the pt's bedside monitor. However, the nurse had mistakenly turned off the alarm watch feature at the bedside monitor. The pt collapsed and hospital staff did not hear the alarm at the central station. The pt subsequently died.

Manufacturer narrative:
Spacelabs learned of the incident when visiting the hospital at the hospital's request to configure the pt monitoring system, such that the user could not turn off the alarms. The hospital staff advised that a nurse had inadvertently turned off the alarm watch feature at a bedside monitor, and that a pt had died. The hospital staff stated the equipment worked fine and did not take it out of service. There is no information on what level of training the nurse had. The alarm watch feature of a bedside monitor allow nurses to move away from the central station to a pt's bedside monitor and have various alarms forwarded to that particular bedside monitor. The spacelabs clinical educator met with the hospital's nurse manager and provided training on the proper use of the alarm watch feature. The nurse manager has instructed the staff to verify the alarm watch settings whenever that feature is used. This incident appears to have resulted from user error. There is no evidence of malfunction or device error. The alarm watch feature has been in use for 15 years; during that period, there has not been a significant trend of customers not knowing how to use this feature correctly.